Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an tspace peek implant 5° 26x11.5x10mm. According to the complaint description, it was reported that during procedure while putting the disc in the disc area, the product was broken. Additional information received, that the disc was replaced by the new one and the treatment was fine. Patient had mild injuries and there was a 20 mins delay during the surgery. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Visual investigation: the cage was provided for investigation, broke into two pieces. The fracture surface did not show any hints for a material failure like knit lines or blowholes. Batch history review: the device quality and manufacturing history records (DHR) have been checked for the available lot number and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures: the most likely root causes for an implant fracture during surgery are when the surgeon does not prepare the disc space sufficiently, if a too large implant is chosen, if too much manipulation is done or too hard insertion force applied. Due to the investigation results the root cause is most probably usage related. Based on the investigations and results of the 8d report no CAPA is necessary.